Event description:
It was reported that stimulation could not be adjusted. The patient received a "call your doctor" icon and the device was in a power on reset (por) condition. The por was successfully cleared for the patient. Also, reported was that therapeutic effect was lost and stimulation was in the wrong location due to a lead migration. The patient, therefore, was not using their stimulator and was charging less frequently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).